Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The unit was inspected on receipt under 10x magnification and appeared to be assembled correctly. The unit had additional labeling for ce marking applied along with a sticker that notes under investigation. No additional issues were noted on the returned assembly. Unit was tested per internal test procedure and failed to meet specifications. The sensor had stopped working possibly due to damage. The root cause was unable to be determined for exact failure; however, it appears to have happened post manufacturing as each unit is 100% tested prior to release. This appears to be an isolated failure. PMA/510k is unknown. No information is provided to date. Operator of device operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is only showing a negative pressure. No patient injury was reported.